Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was showing error message when plugged into stack, advising staff to clean unit. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g4, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deterioration of head unit, no image / white balance cannot be set a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus was able to confirm the customer failure and found the following cause: - due to deterioration of head unit, white balance cannot be set there is no image and an error message appears. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.